Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Customer experienced a signal loss and was unable to obtain readings and received glucose alarms. As a result, customer was not alerted to changes in glucose level and experienced dizziness, sweating, and was trembling unable to self-treat, requiring treatment of dextrose, a 16-gram tablet, a banana, 1-2 pieces of chocolate, a roll with sausages and a glass of 250 mm lipton ice tea by an non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.